Event description:
It was reported by the customer, that during use the cardiosave intra aortic balloon pump (iabp) had autofill error. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.